Event description:
A customer contacted beckman coulter, inc. (Bec) to report that their coulter act 5diff autoloader (al) was flagging more than expected for all parameters as the customer was attempting to run samples. The customer then noticed a leak that was dark red in color. There was no affect to patient results. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and a lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The customer did not report any death, injury, or change to patient treatment associated or in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for the event. The fse found the drain line fitting loose on the back of the instrument and the lyse bottle was empty. The fse adjusted the loose drain line and replaced the reagent. The fse then verified the repair per established procedures. Root cause of the leak was due to the loose drain line fitting. (B)(4).